Event description:
Last week I encountered an error that occurred 4 times in the robot, where the segmentation was not aligned with the CT scan. - specifically, I observed a significant rotation of the tibia on the ligament balance screen, as well as the mako indicating an external rotation of more than 10 degrees. This observation did not align with the patient's clinical condition. - I also noticed that when I moved the femur in the flexion gap, the change occurred in the extension gap. - when the doctor was cutting the tibia, they noticed that mako was removing a minimal amount of bone, despite planning cuts with 7.5 ¿ 5.5 for a total of 19. During the test, the gap appeared very tight. Upon returning to CT landmark, the surgical plan appeared distorted. After leaving and then returning to the plan, everything seemed to be fine. However, the doctor decided to perform a re-cut, increasing the cut and slope of the tibia. In the final attempt, everything seemed to be ok. Still, the screen displayed a limb value of 7 degrees, which was significantly different from the planned 2 degrees. The doctor found this result inconsistent with their observations. Upon returning to CT landmark, the plan was once again misconfigured. Another observation is that, if I go back to CT landmark screen and noticed that it is misconfigured, I navigate to a different screen and then return to the CT landmark screen. Upon doing this, the segmentation returns to normal. However, if I repeat the process once more, the segmentation presents a new misconfiguration. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
Reported event: an event regarding inaccurate values/visuals involving a mako tka software was reported. The event was not confirmed because the product was not available for inspection. Method and results: product evaluation and results: the relevant log files and session files were not available for inspection. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1630 was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob1630 shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode cannot be determined because the relevant log files and session files were not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. H3 other text: not available.

Event description:
Last week I encountered an error that occurred 4 times in the robot, where the segmentation was not aligned with the CT scan. Specifically, I observed a significant rotation of the tibia on the ligament balance screen, as well as the mako indicating an external rotation of more than 10 degrees. This observation did not align with the patient's clinical condition. I also noticed that when I moved the femur in the flexion gap, the change occurred in the extension gap. When the doctor was cutting the tibia, they noticed that mako was removing a minimal amount of bone, despite planning cuts with 7.5 ¿ 5.5 for a total of 19. During the test, the gap appeared very tight. Upon returning to CT landmark, the surgical plan appeared distorted. After leaving and then returning to the plan, everything seemed to be fine. However, the doctor decided to perform a re-cut, increasing the cut and slope of the tibia. In the final attempt, everything seemed to be ok. Still, the screen displayed a limb value of 7 degrees, which was significantly different from the planned 2 degrees. The doctor found this result inconsistent with their observations. Upon returning to CT landmark, the plan was once again misconfigured. Another observation is that, if I go back to CT landmark screen and noticed that it is misconfigured, I navigate to a different screen and then return to the CT landmark screen. Upon doing this, the segmentation returns to normal. However, if I repeat the process once more, the segmentation presents a new misconfiguration. Case type/application: tka.